Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident and the other blood glucose level was 323 mg/dl. The customer was assisted with troubleshooting. The customer experienced symptoms such as headache and body ache. It was unknown whether the customer was using automode. The device will not be returned for analysis.